Event description:
It was reported that a dissection occurred, requiring additional stent placement. An enroute transcarotid neuroprotection system (nps) was selected for use in the right sided transcarotid artery revascularization (tcar) procedure. Access of the common carotid artery (cca) was gained using the micropuncture kit, and the arterial sheath of the nps was placed. Reverse flow was established, and appeared to be successful with no noticeable events occurring. As the .014" guidewire was advanced, it kept prolapsing. Several angiograms were taken with no visual signs of dissection, but the wire continued to prolapse. The surgeon pulled the arterial sheath back to try and get the wire out from under the potential dissection flap. The wire continued to prolapse, and while remaining clamped, the surgeon removed the arterial sheath and closed the access site. He regained access proximally to the original access site, and then used a .035" non-boston scientific guidewire to access into the internal carotid artery (ica). He advanced and successfully placed the arterial sheath over the non-boston scientific guidewire, and then successfully established reverse flow. Using a 65cm non-boston scientific catheter, the surgeon exchanged the .035" guidewire for a .014" non-boston scientific guidewire. The planned 7x30 stent was placed, partially covering the dissection. An additional 8x30 stent was placed, extending the stented portion proximally into the cca. The surgeon believed the dissection was due to either the micro introducer sheath or the arterial sheath of the nps. The patient was under local anesthesia and was lucid and neurologically intact the entire procedure. The tcar procedure was successfully completed and the patient fully recovered.